Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. On examination, the audio bolus button cover was missing (detached) from the pump. The audio bolus button was unresponsive due to the missing button cover. Investigation confirmed the audio bolus button response issue. Unrelated to the original complaint, the pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additionally, the display was noted to be dim, faded and discolored, the keypad cover was observed to peeling up below the ok button. No contamination was observed under the button contacts. The battery compartment was found to be cracked in four locations; three cracks on the threads (two on the side and one above the bumper pad) and one crack below the bumper pad.